Event description:
It was reported that the device was interrogated and incorrect time stamps or dates were noted. Abbott technical support was contacted and the incorrect dates were suspected to be due to the real-time clock. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of an inability to communicate with the device via remote monitoring was confirmed. The session records and patient application logs were reviewed and it was confirmed that the device¿s real time clock (rtc) value had changed. The root cause for the change in the value could not be confirmed with the information that was available.